Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) level above 500 mg/dl and ketones of 4.6mmol/l. Cause was not known. A manual injection was administered to address bg. A pump evaluation was performed, and it was confirmed that the pump was in working condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.